Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking on the side of the bag. This issue was identified while delivering the unit to the hospital prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured between january 13, 2021 to january 15, 2021. The device was received for evaluation. Unaided eye visual inspection was done which observed a small tear at upper right side edge of the bag. Functional leak testing was performed which revealed a leak only at the upper right side edge of the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.